Event description:
The pt died as a result of catching on fire, while a pt in the hosp. Family believes that the pt received a one-inch burn to the back of their head, as the entry point, of an electrical spark, which might have started the fire. They discovered that the hosp uses the sigma 6000 infusion pump. The heplock was reported to have melted on the pt's right wrist. This hosp uses the sigma 6000 infusion pump.